Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. It should be noted that per the instructions for use (IFU), the intended use of the mitraclip xtr system, is for reconstruction of the insufficient mitral valve through tissue approximation. It is possible that using the mitraclip for the tricuspid valve contributed to the reported difficulties. All available information was investigated, and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The recurrent triscupid regurgitation (tr) was a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment(slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 4 tricuspid regurgitation (tr). One clip was implanted, reducing tr to 1. Over the weekend, an echocardiogram was performed and noted a slda. On (B)(6) 2019, echocardiogram was performed, confirming the clip had detached from the anterior leaflet and remained attached to the septal leaflet (slda). Tr increased to 4. Another mitraclip procedure was performed, stabilizing the slda clip. Tr was reduced to 2-3. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.